Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic for normal follow-up, steady increase on rv lead impedance since implant was observed. The capture threshold was also increased but was within normal range. It was discussed that the possible encapsulation of the lead tip could result in increased capture thresholds and impedances. Patient will be monitored with routine follow-up.